Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed sometime in (B)(6) 2015 due to unspecified reason. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. One retain sample from the same lot (7461106) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.